Event description:
It was reported "we observed a problem when inserting an arterial catheter in the ICU. When the guide was removed, it became stuck inside the arterial catheter. We performed a scan to eliminate the possibily of a hematoma, then we removed the device. " the patient's current condition is "unknown" at this time. Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4) the customer returned an open arterial kit for analysis. The guidewire was the only component included. Signs of use in the form of biological material were observed on the guidewire. Visual analysis revealed that the guidewire was unraveled from one of the ends. The core wire was also split into separate parts. Two major kinks were also observed towards the center of the guidewire body. Microscopic examination confirmed that the core wire was separated 2 mm from one of the welds; however, both welds appeared full and spherical. Visual analysis could not be performed on the catheter as it was not returned for analysis. The kink on the guidewire measured 146mm and 291mm from the intact end. The core wire length from one weld to the separation measured 312mm. The remaining core wire length measured 25mm. By adding both values, the total core wire length was approximately 337mm, which is not within the specification limits of 345mm - 355mm per the guidewire product drawing. This indicates that a portion of the separated core wire was missing and not returned. The guidewire outer diameter measured 0.53mm, which is within the specification limits of 0.508mm - 0.533mm per the guidewire product drawing. Functional inspection could not be performed on the guidewire due to the severity of the damage. A manual tug test confirmed that the intact weld was secure to the coil and core wire. A device history record review was performed, and one finding was identified. It was determined that the finding was not relevant to the reported event. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The IFU also states, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The report that the guidewire became stuck in the catheter was investigated through examination of the returned sample, which confirmed the guidewire was separated. The core wire was broken in the center of the body. The guidewire met all dimensional requirements during investigation testing. A full visual, dimensional, and functional testing could not be performed on the catheter involved with this complaint, as it was not returned. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the root cause appears consistent with undue force applied during insertion/removal; however, without the catheter also returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.